Event description:
During remote follow up, post paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention was performed at this time. The patient was in stable condition.